Event description:
Clinical study. Same pt as MDR# 6000093-2007-00392, 00396. It was reported that following a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 (14mm long) was identified in the mid left anterior descending artery (mid lad) with 100% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.50 x 24 mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 (6mm long) was identified in first obtuse marginal branch (om1) with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.5 x 12 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt was discharged two days later on aspirin and plavix. Following the index procedure, the pt was treated for restenosis of the taxus stent in the mid lad. An unknown size taxus express2 drug eluting stent was placed in the mid lad. In the opinion of the physician, the relationship to the taxus stent was probable. Three days later, the pt required a tvr for focal in-stent restenosis in the mid lad. A poba (plain old angioplasty balloon) was performed in this target lesion. The om1 was also treated for edge in-stent restenosis with poba and placement of a taxus express2 drug eluting stent. In the opinion of the physician the relationship to the taxus stent was probable.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.